Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was in for a routine office visit, interrogation of the device showed innappropriate measured telemetry data.~~~